Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h10. Proposed annex g code: mechanical (g04) - drill. Reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the tip of the drill was broken near the tip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the end of the drill fractured while using it. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source : foreign : united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.